Event description:
The customer reported that they were experiencing dropouts on multiple units. There was no pt harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.